Event description:
The facility has been experiencing tass, and they do not know what could be source. No patient information was provided, and no additional information is expected. A tass site visit was performed in 2007. The nurse consultant reviewed their cataract practice procedure and had the following recommendations. Follow recommended practices for cleaning and sterilizing intraocular surgical instruments. Refrain from using enzymatic cleaner. Use sterile water for final instrument processing. Clean instruments as soon as case is completed. Use preservative free medications only at the end of the case. Use preservative free medications inside the eye. Continue flushing eye after betadine placed in cul de sac at beginning of the procedure. Discontinue re-use of single use items. Decrease number of items that iol comes in contact with a correct usage of forceps to load iol.

Manufacturer narrative:
No alcon product was identified as the cause of tass per the site visit, and the visit revealed that there were many recommended ophthalmic practices that were not being followed. The auditor cited the discrepancies and made recommendations to comply with recommended practices. The facility stated, they have made many changes in their cataract procedure practice, after the site visit audit and recommendations were given to them. This is included in the action item of the site visit. They have performed surgery several times and have not had any cases of tass since the site visit and the implementation of new practices.